Manufacturer narrative:
The investigation for the reported issue has been completed. Clinical review stated that the clinical staff originally used a console, but it would not recognize the pump. For troubleshooting, they had attempted removing the white plug and reinstalling, turning console off and rebooting. The team ended up grabbing a different console which worked. The console was returned for investigation. The logs revealed that while in the field, the console failed to detect a pump during case start. The logs showed that the console was able to detect a pump connection but failed to read pump eeprom. The console booted-up normally, but the optical bench state machine (ossiopsens) got stuck in post_start_state and did not reach post_ok_state. This prevented the software from reading pump eeprom. The cause of the failure to read the pump eeprom was due to bugs or defects in software (excludes firmware). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the console would not recognize the catheter. They originally used an automated impella controller and the system would not recognize the pump. There was troubleshooting including removing the white plug and reinstalling, turning the console off and rebooting. It was noted that the team ultimately used a different console which was reported to have worked well. There was no reported harm or injury to the patient.